Event description:
It was reported that a progav 2.0 shunt system (#fx441t) was implanted. According to the complainant, the shunt system showed an under-drainage/ blockage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Gender: female.

Manufacturer narrative:
Visual inspection: during the investigation, some bloody residue on the device were determined. Permeability test: a permeability test has shown that the progav 2.0 and the shuntassistant have a blockage, while the prechamber is permeable. Computer controlled test: to investigate the claim of wählen sie ein element aus., the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the valves are not permeable, a computer controlled test is not possible. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine a blockage at both valves and a non-adjustability at the progav 2.0. The visible deposits in the valves have led to the functional impairments. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.